Event description:
It was reported that insulin delivery stopped due to an occlusion after a supply change, the occlusion alert was not acknowledged for several hours, and insulin delivery resumed upon alert acknowledgment, resulting in hyperglycemia; additional information from the user was needed to clarify circumstances. Symptoms included elevated blood glucose. Outcomes included no reported hospitalization or long-term impact. Investigation included review of device logs. Investigation of this case revealed an insulin flow occlusion with delayed user response to the occlusion alert. It was concluded that hyperglycemia occurred and the cause of the event remained unclear pending user input and multiple follow up with the user were unsuccessful. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.